Event description:
Customer reported a leak in the set as follows: "at 3pm, the patient's mom called the nurse into the room because she thought the IV was leaking. Assessment of the IV site was dry and it was noted that the tubing was visually dripping. Assessment of the tubing revealed a break in the middle of the line at the place where the dripping was originating. No air was seen in the line. IV tubing was disconnected. No harm to patient and a new bag of IV fluids and tubing was hung. The cracked tubing was not newly primed and was previously infusing without complication prior to leaking." No further patient or event details were provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the evaluation has been completed.